Event description:
In summer 2012, patient was undergoing thoracic spinal decompression surgery for thoracic meningeal cysts. Patient was positioned prone on the frame on the maquet surgical table with torso over the leg section of the table, ie "reverse patient orientation." The procedure was underway and surgical incision was made from t4 down to t9. The mid joint in the table fractured and the upper end of the operative table began to flex downwards. This happened at a slow and controlled fashion. The patient flexed on the frame at waist downwards and began to slide forward. Anesthesia secured the head and airway and staff supported patient weight. The patient was moved from the table to a stretcher and then moved to a new table. The area around the incision was reprepped and redraped. Patient was given rocephin and vancomycin as additional antibiotics in case any contamination occurred. Surgery then proceeded. The event resulted in the extended use of anesthesia for approximately 20 minutes. When the or table was examined it was noted that the left leg support had broken. The last service on this or table was approximately one month ago. At that time facility bio-medical staff replaced left leg support, leveling potentiometer and calibrated. This or table was installed in early 2002.